Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the feasibility and safety of left bundle branch pacing vs. Right ventricular pacing after mid long-term follow-up: a single-centre experience. Europace (2020) 22, ii36¿ii44. Doi:10.1093/europace/euaa294. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing. The article reports leads which perforated to the left ventricular (lv) at multiple different sites when removing the sheath during implant. There were two patients that had lead infections. During follow up, there were lead dislodgements confirmed by high threshold, low impedance, and x-ray. There was a lead perforation where the lead exhibited a high threshold and lower impedance during unipolar pacing than bipolar pacing. A computerized tomography (CT) scan demonstrated the lead¿s tip perforation to the left ventricular cavity for approximately ten millimeters with the ring of lead inside the septum. Those patients underwent lead repositions. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.